Event description:
Reporter indicated patient has "infection and could not get his device turned on" and that the patient had "pain at the incision site for a couple of days and now also has a fever". Reporter also indicated that the pt's neurologist stated that the device "needed to be removed". Good faith attempts have been made to obtain additional info.

Manufacturer narrative:
Manufacturing records for both the pulse generator and lead were reviewed. Review of manufacturing records for pulse generator and lead confirmed sterilization prior to distribution. Vns therapy system labeling lists infection as a potential adverse event, possibly associated with surgery.